Event description:
The following information was reported to us: a rectal catheter was inserted into an adult female patient who suffered from severe liver cirrhosis. The patient developed rectal bleeding four days after the device was inserted. The device was removed and the patient continued to bleed. Endoscopy was performed and it was determined the patient developed an ulceration. The bleeding did not stop and the patient expired.

Manufacturer narrative:
Investigation is ongoing.